Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to customer passing out and high blood glucose level of 334 mg/dl. The customer had been using insulin pump within 48 hours of high blood glucose level. The customer reported that they were earlier at the lake and they got an alert like he no longer had insulin even when he had changed the reservoir and set. The neighbor gave him 2 units of insulin as the customer was not getting insulin from the insulin pump and they had passed out. The customer reported that the insulin pump and meter got wet. The customer was treated with intravenous fluids. The customer alleged the insulin pump for under delivery because he got like a warning that his insulin was low but he changed his set yesterday and when he checked he still had 20 units. The customer reported that the insulin pump had a blank display but could not complete troubleshooting. The insulin pump was on auto mode at the time of the incident. The insulin pump will be returned and reservoir will not be returned for analysis.